Event description:
It was reported that the user experienced an infusion set occlusion characterized by clogged tubing that prevented insulin delivery, which was resolved after completing a supply change; lot numbers were collected, and replacement supplies were issued. Customer care provided support by replacement of lost supplies as goodwill. Investigation of this case revealed no device malfunction confirmed and no evidence of a systemic manufacturing issue based on available information. No reported clinical effects during the event. Outcomes included no reported impact on blood glucose and no medical intervention required. It was concluded that the event was consistent with an infusion pathway obstruction that was corrected by replacing the affected disposable components, with no patient harm reported.